Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient with known coronary artery disease (cad) was presented for a scheduled percutaneous coronary intervention (pci) of the left anterior descending artery (lad). During the process, the balloon ruptured, and the patient became ischemic and coded. The impella cp was placed during coding and the patient¿s condition was stable enough for completion of the pci. It was reported that a hematoma was observed at the access site. The site was expressed, a new dressing was placed, and a safeguard was utilized. The groin site was bleeding and a femstop was applied. Four (4) units of packed red blood cells (prbc¿s) were transfused to the patient to resolve this issue. Weaning was successful, the device was explanted, and the procedural outcome is the patient survived surgery.